Manufacturer narrative:
The reason for this revision surgery was due to pain that the patient was experiencing after 3.1 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause for the patient's pain was reported to be the poly wearing on the bone . There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - scapular notching. The poly was wearing on the bone causing pain.